Manufacturer narrative:
The device was received with a crack running through the top and bottom housing. Corrosion was observed in the crack and the internal components around the crack were observed to be heavily corroded. Due to the corrosion the battery voltages were measured to be lower than expected and the data was unable to be downloaded. The cracked housing can be confirmed as a fluid ingress point and can be confirmed to have contributed to the internal corrosion, low battery voltages and data loss. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A malfunction was found in the investigation for the original report of corroded/discolored, pod communication error during operation and pod hazard alarm/alert/advisory during operation at the infusion site (leg). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours.